Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Puncture of a cyst in the pancreas with a cystotome needle then introduction of the internal sheath into the cyst. When removing the inner sheath and the needle: impossibility of sliding it into the outer sheath, and therefore impossibility of introducing a guide and continuing the examination the team had to pull hard on the cystotome by deforming it to successfully extract it as per cc form: "cst-10 introduction of 5fr cather into the cyst, after lowering the cystostome in back 10 fr without placement of a guidewire, penetration into the cyst (5fr cathter+needle+10f cathter) at the time of removing the knife from the 5 fr catheter impossible = surely kinking. Error medical manipulation result: unable to remove needle from 5fr catheter" . Are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. Please specify if yes. What scope was used? I don¿t know. What esu was used? I don¿t know. Was the wire guide placed during the procedure? No guide wire during the intervention, the handling error of the cst-10 is the problem of not using guide wire. The client made the penetration of the 10fr black catheter just with the 5fr catheter into the cyst without a wire guide. The doctor by strongly pushing the black cathter probably has plicature the catheter 5fr (needle still in place in the catheter 5fr) is it possible to advance outer catheter into cyst? Yes. What electrosurgical unit was used? What watt was this set to? Cut only. Please advise the anatomical location of the intended target site pancreatic pseudokyste. Rep update (B)(6) 2022. Are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end ?patient end -> the customer has make this procedure without a guidewire in the time of cut . And when the customer did descend the black catheter 10fr , the 5fr catheter has fold in the kyste. And after impossible to remove the catheter in the black catheter. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. What scope was used? Echoendoscope + radiographie. What esu was used? I don¿t know. Was the wire guide placed during the procedure? No wire guide, it is the problem. Is it possible to advance outer catheter into cyst? Yes, but impossible to remove. What electrosurgical unit was used? What watt was this set to? I don¿t know. Please advise the anatomical location of the intended target site. Stomach.

Event description:
Supplemental report is being submitted due evaluation of the complaint device and completion of the investigation.

Manufacturer narrative:
Device evaluation the cst-10 device of lot number c1891031 involved in this complaint was returned evaluation with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Clarification requested 21st june 2022 ¿¿ can we please confirm the that proximal electrode was unlocked before attempting to remove the needle knife?¿¿. Clarification received 21st june 2022 ¿¿ yes, it is ¿¿. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on 09 june 2022. The distal coil of needle knife was found to be uncoiled\damaged. A kink was observed on the inner catheter. Document review prior to distribution, all cst-10 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for cst-10 of lot number c1891031 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1891031. The instructions for use, ifu0005 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" root cause review a definitive root cause could not be determined from the available information. As per engineering input a kink in the inner catheter would make it difficult to retrieve the needle wire. The subsequent excess force to retrieve the needle wire would result in damage and uncoiling of the distal end of the needle wire. The kinking on the inner catheter may potentially have occurred if the user advanced the device through the scope with excessive force, however this cannot be conclusively determined as the root cause for the customer complaint. Summary complaint is confirmed based on customer testimony. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.